Event description:
The defect was initially measured via fluoroscopy at 14 mm. Ice showed 10.4mm. A 14mm device was then placed but did not seat correctly. There was extreme difficulty removing the device requiring a bailout system. Another device was then placed but did not close the defect affectively. A 16mm was then attempted but the results were still unsatisfactory. The physician was not comfortable with upsizing to an 18mm due to deficient rims. Percutaneous closure will be reattempted at a later date.the initial device was deployed multiple times causing damage to the end of the delivery sheath. Buckling of the sheath was also noted near the insertion point at the skin, and the device ultimately could not be pulled back into the sheath. A bailout system was then used to retrieve the first device and continue the case as described below.the lot number for the sheath was not available.

Event description:
In 2009 facility's biomedical engineer reported to baxter that on an unknown date one colleague cx volumetric infusion pump single channel in which stop button does not work. The event was reported to have occurred during biomed servicing, which caused the device to fail to power up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version 5.09.00 categorized as unremediated.

Manufacturer narrative:
Three asos were returned to aga in their original configurations. Following decontamination, the devices were measured and the sizes were confirmed to meet dimensional specifications. The devices were examined microscopically and no defects were observed. Using a test itv loader and sheath and a calibrated test fixture, the hand-off, advancement and retraction forces were measured and all were found to be within specifications. The delivery system was not returned for analysis. Our investigation was unable to confirm the performance described at implant; however, we understand that we are unable to fully reproduce all of the variables associated with this event, including the laboratory environment or contributing patient factors.

Manufacturer narrative:
Awaiting return.